Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nokor¿ filter needle had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd nokor¿ filter needle had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: only a photo was provided for evaluation. There was no actual returned sample. Based upon photo provided, there appears to be a ¿greyish substance¿ within the syringe therefore failure mode is verified. Without an actual sample in this specific case, it¿s not possible to determine origin of the foreign matter. In order for foreign matter to enter the syringe from the filter needle (since there is a 5micron filter within the hub), foreign matter would have to be present in the luer of the hub. The hubs are molded by an outside vendor and shipped within a plastic liner. An incoming inspection is performed on each batch received. The hubs are completely covered when they are transferred to the assembly process where they are placed into a covered hopper. They¿re fed directly from the hopper onto individual rack pins (the luer of the hub sets on the rack pin) until the assembly process is complete. The full needle assembly is then stripped from the rack and air-veyed into a plastic liner or covered bulk tank. The plastic liner and/or bulk tank is transferred to the packaging process where the parts are fed directly into the packaging hopper/feeder tray. The needle assembly is transferred to the unit package and sealed. The process is designed to have minimal exposure to the environment. There is nothing within the DHR(s) (device history record) that indicate there were any processing issues that would contribute to additional environmental exposure or foreign matter conditions. Root cause is unknown. A review of the image shows an indistinguishable small piece of potential foreign matter below the meniscus. Due to the image resolution, it is difficult to confirm the origins of the potential foreign matter. An analysis of the image shows the plunger was drawn to 0.3ml line filled with liquid, its meniscus at approximately 0.14ml. An indistinguishable small piece of potential foreign matter could be seen at the top center of the liquid. Although the origin of this specific complaint has not been identified, the needle manufacturing facility has identified a team, as a continuous improvement project, that will identify areas/items of focus to reduce foreign matter complaints. This is an on-going initiative that is being tracked on a monthly basis. Batch 7020612 was packaged on multivac line 4 for a quantity of 360,000 on one shift (B)(6) 2017. The cleaning was performed as required. Assembly batch 6300802 fed into package batch 7020612. Assembly batch 6300802 was produced on nip line 7 for a quantity of 2,184,000 on 1/18/2017 ¿ 1/20/2017. There were 50 visual inspections performed on 2,500 parts with zero defects noted. Shift cleaning was performed 7 times throughout the production run.